Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The complainant reported that the patient¿s left ventricle appeared globally hypokinetic on echocardiogram. Decision was made to place impella cp for unloading. Impella placed without complication. During access, it was noted that the patient had extremely narrow femoral artery distal to initial access point. Reperfusion sheath placed. In intensive care unit there was concern for the patient having cold leg overnight, but both legs were warm in the morning, but not able to doppler pulses. The patient remained on support for three additional days until successful explanation. The procedural outcome was the patient survived surgery.